Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was completely frozen. The insulin pump's time was not advancing. The time was stuck at 12:00 am. Customer's blood glucose level was 243 mg/dl. The insulin pump alarmed auto off. They were unable to clear the alarm and the buttons were not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on escape and act buttons. No frozen screen noted. Unable to perform any testing due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked display window and minor scratches on the display window noted.